Event description:
On 7/9/92, physician admitted patient for subluxated lens in the left eye. This 81 year old patient had the described lens surgically implanted on 4/23/92 at bergen surgical center. After performing the procedure of lens exchange left eye at meadowlands hospital center the dr. Noted that one haptic was missing from the removed lens. The removed lens was sent to pathology in as is conditiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.